Manufacturer narrative:
Findings: unit alarmed during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 222 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.